Manufacturer narrative:
(B)(4).

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
After submission of the initial MDR product was received on 5/7/2026 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).